Manufacturer narrative:
The reported anchor system for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, anchor broke during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive forces applied. Improper site preparation. The instructions for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a shoulder arthroscopy, the anchor broke while screwing into the bone. A backup device was available to complete the procedure with no patient injuries. It is unknown if there was a surgical delay. No further information was provided.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during shoulder arthroscopy, the anchor broke while screwing into the bone. A backup device was available to complete the procedure with no patient injuries. It is unknown whether there was a delay.